Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® eclipse¿ signal¿ blood collection needle, the device experienced safety shield failure. The following information was provided by the initial reporter. The customer stated: the customer informed me today when I visited them that there has been another incident with this product. After they were finished with the blood samples, the needle was withdrawn from the vein and when they wanted to activate the safety shield, the shield fell off/detached from the needle. I have got that needle with me.

Manufacturer narrative:
The following fields were updated due to additional information: d.9. Device available for eval?: yes. D.9. Returned to manufacturer on: 25-may-2022. H.6. Investigation: bd received 1 used sample for investigation. The sample was evaluated by visual examination and the indicated failure mode for defective locking mechanism with the incident lot was observed. Additionally, 10 retention samples from bd inventory were evaluated by visual examination and the issue of defective locking mechanism was not observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode defective locking mechanism. Bd was not able to identify a root cause for the indicated failure mode.

Event description:
It was reported when using the bd vacutainer® eclipse¿ signal¿ blood collection needle, the device experienced safety shield failure. The following information was provided by the initial reporter. The customer stated: the customer informed me today when I visited them that there has been another incident with this product. After they were finished with the blood samples, the needle was withdrawn from the vein and when they wanted to activate the safety shield, the shield fell off/detached from the needle. I have got that needle with me.